Event description:
It was reported that a small volume intermate was observed to have a black mark on the reservoir of the device. The device was filled with aztreonam. This was discovered before use, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot manufactured from 09/22/2014 to 09/25/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.